Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising impedance and thresholds, oversensing of noise and pacing inhibition. It was noted that the patient experienced bradycardia. The rv lead remains in use. No further patient complications have been reported as a result of this event.